Manufacturer narrative:
Return observation states that both seat rails are bent, freight/packaging issues. Visual inspection- both seat rails were bent inwards towards each other, and therefore did not settle into the h-blocks. The upholstery was without any rips or tears although it did sag in the middle due to the bent seat rails. Conclusion- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the bent seat rails. Should additional information become available a supplemental record will be filed.

Event description:
Dealer states, the chair has a bent frame on the "seat pole" and there was no indication of freight damage.